Event description:
It was reported that water ingress in the air gas module of the ventilator. Patient involvement is unknown. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description and device logs. The issue was investigated further and it was found that the air gas module was damaged hence it was replaced. The replaced part was not returned for further investigation.

Event description:
Manufacturer's ref.#: (B)(4).